Manufacturer narrative:
As received, the ipg was inoperable and was unable to be charged using an external power supply. An attempt to charge the battery using an external power supply was unsuccessful. Analysis indicated the separator had shutdown which was the reason the ipg ws unable to be charged. A single definitive root cause for the separator shutdown was unable to be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported the patient last charged the ipg approximately six (6) months ago due to the uncommanded ipg shutdown. The ipg would no longer communicate with the patient programmer and charger. Surgical intervention took place during which ipg was explanted and replaced with upgraded model.